Event description:
This is about my dad. He passed away last (B)(6) from thyroid cancer. He never had any history of thyroid problems or anything related. Two years before he died he began with a cough, headache, dizziness. He finally went to urgent care regarding his cough. The result was that they found he had thyroid cancer and had to have surgery. Eventually after initially recovering the cancer returned and resulted in his death. When I saw the recall of the philips CPAP I couldn't help but wonder if it is related. My dad used one of the recalled devices up until his cancer surgery at which time the doctor said he couldn't use it anymore having had no throat, lung or coughing issues before, and being a swimmer and still in athletic condition (jumped rope 80 times a day in his 80's), the whole thing was very sudden and surprising. You said that the philips CPAP recall did not lead to any deaths but I'm not sure that is true. Is there a way to investigate through my dad's medical records (which I have most of) if this could be related? FDA safety report ID # (B)(4).